Manufacturer narrative:
Pump was received with a blank display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, and self-test due to blank display. No critical pump error (open book image) noted during testing. The thump software was unsuccessful due to a blank display. The pump was cut open to perform visual inspection and found a corroded home switch and moisture damage on the pcba 1, pcba 2, motor, harness assembly vibrator and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, keypad overlay texture damage, battery tube threads - cracked, cracked case - corner of belt clip rails, corroded battery tube. Blank display due to moisture damage on pcba 1, pcba 2 and harness vibrator assembly. Unable to confirm critical pump error (open book image) alarm due to blank display anomaly. Unable to download confirmed. Exposed to moisture confirmed on the pcba 1, pcba 2, motor, harness assembly vibrator and force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced exposed to moisture, critical pump error (open book image). The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed for critical pump error. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Product return was requested for mmt-1880l and customer response was the device will be returned.